Manufacturer narrative:
(B)(4) shard penetration. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today? Was the product sterilized or subjected to any other processes before application? Is the lot number of the device used available?

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2016 and topical skin adhesive was used. During the procedure, before used on the patient, shard penetration occurred. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Visual evaluation shows a crushed ampoule along with a piercing through which a glass shard protruded in the applicator bulb and dried formulation inside the bulb. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.

Manufacturer narrative:
Date sent to the FDA: 06/23/2016. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was the dermabond broken according to instructions for use (IFU)? Yes. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Not noticed. Was the ampoule crushed repeatedly? A couple of times. What was done to treat the shard penetration? Removed from his finger. Was medical or surgical intervention required? No just a (B)(6). What is the status of the surgeon injury today? None mentioned. Was the product sterilized or subjected to any other processes before application? No. Is the lot number of the device used available? Not given or taken.